Event description:
Patient presented to the physician with a portion of the stimulation lead body eroded through the skin at the neck incision site. Physician administered a localized anesthetic in the clinic, cleaned the incision, tucked the stimulation lead, and closed the site. Physician prescribed antibiotics.

Event description:
Patient presented to the physician with the stimulation lead pressing against the neck incision site. Due to risk of erosion, the physician brought the patient into the operating room, widened the neck incision pocket, repositioned the stimulation lead and secured deeper in the tissue, and closed the incision site.

Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin at the neck incision site, despite having undergone multiple procedures to address the issue. Patient also reported soreness extending from the collarbone to the jawline. Physician brought the patient into the or, explanted a portion of the stimulation lead, and closed. Antibiotics were prescribed after the procedure was completed.